Event description:
The clinical engineer at customer's facility called baxter technical service on (B)(6) 2010 to report an as50 pump that overinfused lipids to a patient. The pump was set to infuse 16.7 ml of lipids over a 24 hour period, the pump actually infused 16.7ml over a 1 hour period. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.